Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for replace battery now without any low battery alert before alarm. Customer¿s blood glucose of 98mg/dl at time of incident. Customer states that battery cap was damaged. Insulin pump will not be return for analysis.